Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury. Medical history: stress urinary incontinence.

Manufacturer narrative:
Tracking number: (B)(4).